Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, sn: unknown, description: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient scan they were trying to use was not oriented correctly. The quality of the 3d model was also not ideal. It was found that the scan appeared to be labeled incorrectly. When the surgeon tried to re-orient the images, they were unable to get them to a position where navigation was possible. Navigation was aborted to proceed with the procedure. It is important to note that a medtronic representative noted that the exam was not to protocol, but the site is refusing to provide the exam. There was less than an hour delay to the procedure. There was no impact on the patient¿s outcome.